Manufacturer narrative:
The reported reader ((B)(4)) and the strips (4500181342) were returned and investigated. Visual inspection has been performed on the returned reader and test strip, no issues were observed. Only one test strip has been returned. Control solution testing has been performed. No errors were observed and all results were within range specification. No malfunction or product deficiency was identified. No further investigation is required.

Event description:
Customer reported receiving erratic readings from their adc fs libre built in meter. Customer reported receiving readings of 39 mg/dl and 328 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings from their adc fs libre built in meter. Customer reported receiving readings of 39 mg/dl and 328 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.